Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during bolus. Customer's blood glucose was 422 mg/dl. During troubleshooting, it was found that cannula was bent. Customer was educated on circumstances that could cause bent cannula. Customer declined troubleshooting for high blood glucose.